Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the valve increased gradient cannot be confirmed, but it is possible that it was related to subclinical thrombosis or patient prosthesis mismatch). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), five months after the implant of a 26mm sapien 3 valve into 25mm failed surgical valve, abnormal gradient across the valve was noted on tte. The leaflets were not well seen on echo but no obvious focal sclerosis, thrombus or other lesion such as vegetation are identified. It is unclear if the patient was symptomatic. The patient was referred to a CT to rule out thrombus due to worsening mean gradient to 37mmhg. Initially the results were negative but a closed review noted thrombus on the valve. A coumadin regimen was ordered with a 3 months follow up to determine response to the medication. The patient was not re-admitted to the hospital or re-operated. A CT scan performed eight months after the tavi was inconclusive for leaflet thrombosis and the patient was anticoagulated with warfarin for about 3 months. There was an abnormal, moderately elevated gradients across the prosthesis (mean gradient 32 mmhg) identified by tte, therefore, an elective postdilatation with a 26mm true balloon was done and the next day the CT scan showed a well-seated aortic valve with mild thickening of the left leaflet. The patient was switched to rivaroxaban instead of coumadin. The patient was discharged in stable condition and will be monitored with echocardiograms.